Event description:
The pump is reportedly not responding when the down arrow button is pressed and the keypad started to peel. The pt indicated that the pump has not gotten wet.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad has peeled off, the backlight button was detached, the ok button was inverted, and the pump was not responsive to the down arrow button.